Event description:
Customer reported motor error alarm. Advised customer a false motor error alarm may be caused by viewing the sensor glucose graph while the insulin pump is delivering a bolus. The blood glucose reading is 94 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.